Manufacturer narrative:
Information contained in this report was previously submitted through psr on 23/jul/2018. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: "extra capsular rupture following rippling."

Event description:
Physician reported a "scan result extra capsular rupture following rippling". The device was explanted. This record is for the right side.